Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. (Calculated from the date of manufacture of the system controller). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a clinic visit, device interrogation revealed a low speed advisory and momentary pump stoppage events on (B)(6) 2016. There was also a replace system controller alarm noted. The patient was reportedly asymptomatic. On (B)(6) 2016, it was noted that the patient continued to have pump stoppages. X-rays reviewed by the manufacturer's technical services representative were unremarkable. No further information was provided.

Manufacturer narrative:
The reported pump stoppages and replace system controller alarm was confirmed through the analysis of the submitted system controller log files. The log files appeared to show that the pump was struggling to maintain the pump speed above the low speed limit (lsl) between 4:54pm and 4:57pm on (B)(6) 2016. At 7:39 pm that same day, the pump speed fell below the lsl and stopped for approximately 3 seconds before returning to the set speed. Three additional pump stoppages were captured in the second log file on (B)(6) 2016 at 11:35am, 2:25pm, and 4:08pm. Each time, the pump stopped for approximately 3 seconds before returning to the set speed. At 12:02pm on (B)(6) 2016, a yellow wrench advisory alarm activated due to an lcd fault, consistent with the report of a replace system controller alarm. The alarm cleared shortly after activating and did not reactivate for the remainder of the log file. Several other transient lcd faults were active throughout the log file; however, they did not result in an audio/visual alarm condition. The submitted x-ray images of the internal and external portions of the patient's driveline were examined and appeared unremarkable. A root cause for the reported pump stoppages captured in the log files could not be determined through this analysis. The patient remains ongoing on lvad support and no further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.